Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation for the event of positive culture and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Based on the results of the investigation for the event of foreign material, the foreign material could not be conclusively identified and a root cause for why it remained on the device could not be established. IFU (reprocessing manual) warns on insufficient reprocessing by stating ¿failure to properly clean and high-level disinfect or sterilize endoscopic equipment after each procedure may compromise patient safety. To minimize the risk of transmitting diseases from one patient to another, after each procedure the endoscope and its ancillary equipment must undergo thorough manual cleaning followed by high-level disinfection or sterilization as described in chapter 3, ¿cleaning, disinfection, and sterilization procedures¿. Reprocess not only the external surface of the endoscope but also all channels¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii gastrointestinal videoscope tested positive for unspecified microbial contamination. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were found on the plastic distal end cover and in the nozzle which are reportable events. This medical device report (MDR) is being submitted to capture the reported malfunction by the customer as well as the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested negative for microbial contamination (no detection). Despite our attempts, olympus was unable to obtain the cleaning sterilization and disinfection (cds) process performed at the user facility. During the device evaluation, it was uncovered that there was brownish foreign material on the plastic distal end cover and inside of the nozzle. This occurrence was likely trace remains from a previous procedure. This finding was due to insufficient cleaning or handling of the scope. Upon further inspection, it was observed that the suction, air, and water cylinders had no color. It was also observed that the grip was shaved. It was observed that the expected insulation capacity could not be obtained due to a cut on heat shrinking tube of the lock engagement lever. It was also observed that the label on the scope connector was damaged. It was observed that the image guide protector was damaged. It was also observed that the connecting tube had a scratch. Lastly, it was observed that the coating of the universal cord was peeling. The investigation is ongoing. A final report will be submitted upon completion of the investigation.